Event description:
On (B)(6) 2022 it was this patient on peritoneal dialysis (pd) reported he had an infection in the port area. In additional follow-up, the patient's pd nurse reported the patient had a pd catheter (not a fresenius product) infection. On (B)(6) 2022 the patient was admitted to the hospital and developed peritonitis. Per the nurse, the patient required removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis. The patient was treated with intravenous (IV) antibiotics for the peritonitis infection. However, details surrounding the patient's hemodialysis course are unknown. Subsequently during the hospitalization, on (B)(6) 2022 the patient expired. Per the pd nurse, the reported events were not related in any way to an issue with fresenius products. The nurse confirmed the peritonitis was directly attributed to the infected pd catheter (not a fresenius product). Furthermore, while the exact cause of death was not identified, the nurse provided that the death did not occur during a hemodialysis treatment and is not associated with a product issue. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).